Event description:
On (B)(6) 2013, dr. (B)(6) performed a re-operation in order to remove eight (8) infected parietex mesh (code#tec3030, lot#skg00531) patient test results: a moderate growth of pseudomonas aeruginosa. Many pus cells present. No tissue lost. No extension of the incision. No blood loss of 500 cc's or more. No fragment of the mesh left in the patient. Customer describes patient is doing well as a current medical status.

Manufacturer narrative:
(B)(4).